Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass the system check procedure.

Manufacturer narrative:
The reported issue of the driver not passing the system check was confirmed through the patient file review, which indicated the right pressure remained high and was unable to reach the required set points. During investigation testing and additional system check tests the issue was confirmed. The root cause of the driver not passing the system check was found to be a malfunction of the right electronic pressure regulator, which controls right driveline pressure in the companion 2 driver. The malfunction of electronic pressure regulators is being addressed in a corrective and preventive action (CAPA). Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5259 follow-up report 1.